Event description:
On (B)(6) 2015, per medwatch: after multiple attempts to insert powerglide midline catheter, the patient was allegedly found to have a portion of the guidewire retained in his arm. It was surgically removed and was reportedly found to be embedded in muscle rather than in the vein as originally thought. Reported facility investigation indicated that technique was the most likely cause resulting in the shearing of the guidewire.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing number has been provided by the complainant.